Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss over one hour occurred on 8/26/2022. For receiver with serial number ni. As pt cannot be reached. However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. Nordic bluetooth pairing test was performed and passed. Functional test was performed and passed. The receiver log was downloaded and reviewed, and signal loss over one hour was not found for serial number (B)(6), within the investigation window. The allegation could not be determined. A probable cause could not be determined, as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.